Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, model: 3186, UDI:(B)(4), serial:(B)(6), batch: a000109016 the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was unable to be set to MRI mode. Lead diagnostics showed there were high impedance issues. Surgical intervention was undertaken wherein the right lead was explanted and replaced. Therapy was restored post-op.